Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the customer that during an unknown surgery on (B)(6) 2022, while implanting expedium screws, the surgeon broke the distal tip off of two screwdrivers while trying to advance two screws. According to the report, both tips remained in the screw heads and subsequently in the patient. It was reported that the surgeon placed a rod over the top and final tightened as normal. The status of the patient postoperatively was unknown. No additional information was provided. This complaint involves two devices.